Event description:
Allegedly the patient was revised due to the following mom complications: metallosis; clear evidence of trunionnosis; corrosion at both the head and neck junction and both the neck and femur junction (right).